Event description:
Vasoactive drips and IV fluids started on all four channels without problems. Able to titrate rates initially but then none of the channel letter buttons would work to allow further titration. The technician reported that he replaced the channel c door and the channel c pumping mechanism.